Event description:
It was reported to boston scientific corporation that a nasobiliary catheter device was used during an endoscopic nasal bile drainage procedure performed on (B)(6) 2012. According to the complainant, the nasobiliary tube detached during use. It was found to be broken around 88cm from the distal tip, and was separated into two pieces. Another nasobiliary catheter device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter device was used during an endoscopic nasal bile drainage procedure performed on (B)(6) 2012. According to the complainant, the nasobiliary tube detached during use. It was found to be broken around 88cm from the distal tip, and was separated into two pieces. Another nasobiliary catheter device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Visual inspection of the returned device found the catheter to be cut into two pieces. The cut surfaces do not present evidence of failing while in tension. A closer examination of the cut surfaces revealed striations as if the catheter was cut by scissors or a similar instrument. The most probable root cause of the reported failure is operational context.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. However, the device was used prior to the expiration date. The reported event of the catheter breaking into two pieces. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.